Event description:
This was actually a third event. I have a medtronic minimed 630. Somehow about 50+ units of insulin injected without my knowledge. In all three instances my blood sugar crashed and I required huge carbohydrate intake to prevent insulin shock. Very lucky I wasn't hospitalized. Had this occurred prior to going to bed, I may have been killed. I've been able to replicate the issue and witnessed large quantifies of insulin pass through the tubing despite the system stating that it was at rest. Also was able to verify on multiple occasions that the amount of insulin in the cartridge was significantly less than what the pump was telling me. Multiple blood sugar readings in the 40's. Required 200+ carbohydrate in two hours time to keep blood sugar in normal range when ordinarily 15-30 would suffice.